Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular lead exhibiting a drop in pacing impedance measurements down to 200 ohms. No capture was also observed in multiple configurations. At this time no changes have been made and the crt-d remains in service. The patient will continue to be monitored. No adverse patient effects were reported.